Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery anymore since sometimes the insulin did not be delivered correctly and they did not get a warning, diminished battery life and scratches on screen. Customer's blood glucose value was unknown. Customer declined helpline technical support department. The device will not be returned for analysis.